Event description:
While using snare with electrocautery to remove polyp, cautery did not activate. Tissue became entrapped in snare. Tissue and colon pulled out through return and tissue freed directly.